Event description:
Caller reported an alarm 2 followed by alarm 26, indicating occlusion issues earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an out-of-warranty tandem t: slimx2 insulin spare pump and resumed insulin. Customer was experiencing recurring occlusion issues and was advised by cts to seek support when such issues occur, which the customer understood and acknowledged.